Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer changed battery before seven days and the pump takes longer to rewind. The customer also had no insulin delivery alarm during bolus and the customer has to press ok button three or four times to register the press. Also, the pump was taking the customer out of auto mode, but the customer did not have a sensor in. Blood glucose value at the time of event was unknown. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Retainer ring = black. Case type = ngp on (B)(6) 2022 the customer alleged no delivery/insulin flow blocked alarm, rewind anomaly, charge/battery lasts less than expected and unresponsive keypad. The test p-cap locks properly in place in the reservoir compartment. The following cosmetic damages were found during the visual inspection: pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and missing display window cover. Thus software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in pump's downloaded history. No rewind anomaly noted during testing. No rewind alarms noted in the devices memory. All buttons function properly. No damage noted to keypad assembly and j1 connector on electrical board 1 was locked properly during visual inspection. Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. In summary, device passed required testing. Customer alleged insulin flow blocked/no delivery alarm, rewind anomaly, charge/battery lasts less than expected and unresponsive keypad were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Device was returned for analysis.